Manufacturer narrative:
The tip breaking (ceramic) condition was confirmed on the returned unit. The detached ceramic was not returned with the unit. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. Poor assembly process. Misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip cracked during the procedure, no delay in case or effects to patients.

Event description:
It was reported that the tip cracked during the procedure, no delay in case or effects to patients.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.